Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
A medwatch report was received from FDA. The report indicates that a pt underwent cataract surgery with implantation of the crystalens in the right eye. Two days postoperatively, the pt complained of the following vision problems with the operative eye: halos, blurry vision, double vision (near), reduced night vision, vision decreased from 20/20 to 20/50. Unk if visual acuities provided are uncorrected or best corrected. The pt underwent a yag capsulotomy procedure. The report indicates that the pt has astigmatism, however, no details were provided to compare preop and postop manifest refractions. Additional info has been requested from the reporter, but none has been forthcoming. This event is being filed on the basis of unk cause.